Event description:
Patient connecting to power module, green alarm followed by flashing red alarm, then back to green. Told to stabilize driveline with electrical tape, call 911, and come to ed. Thoratec rep determined red wire inside percutaneous driveline fractured.